Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on your complaint related to bottle oatmeal agar 500g, catalog number 255210, batches 1005426, 0289728, and 1225230, complaint #(B)(4) for issues with the product performance. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history records. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consists of dehydrated medium appearance, solubility, solution appearance (after autoclaving), ph, and growth performance with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no other complaints on this product. Three photos were received. All three photos depict an agar plate which shows contamination. Retention samples from the complaint batches were tested for prepared medium (molten) appearance, plate appearance, and contamination check against a control batch of oatmeal agar. The samples were prepared according to label instructions, heated with frequent agitation, and boiled for 1 minute, autoclaved at 121°c for 15 minutes then cooled to 45-50°c in a waterbath. Satisfactory prepared medium (molten) appearance is off-white, opaque suspension with non-homogeneous particles. All samples were satisfactory; control and retentions were off-white, opaque suspension with nonhomogeneous particles. Media was dispensed into plates and allowed to solidify. Satisfactory plate appearance is off white, opaque, with non-homogeneous particles. All plate samples were satisfactory; control and retentions were off white, opaque, with non-homogeneous particles. There was no change in plate appearance after three day incubation at 33-37°c. No contamination was observed. The retentions were comparable to the control. The customer stated in the complaint that bacillus has been growing in the bd difco oatmeal agar. Bd tested all 3 complaint lots for this as well as a control lot and found no bacillus growth. From the information and testing available for this complaint, it cannot be confirmed. Bd will continue to trend for complaints on performance issues.

Event description:
It was reported that while using the bd difco¿ oatmeal agar that there was an incorect reaction. The following information was provided by the initial reporter: according to the customer's report, bacillus has been growing in the bd difco oatmeal agar. The customer adds chloramphenicol to prevent the growth but does not wish to add it if possible.

Event description:
It was reported that while using the bd difco¿ oatmeal agar that there was an inncorect reaction. The following information was provided by the initial reporter: according to the customer's report, bacillus has been growing in the bd difco oatmeal agar. The customer adds chloramphenicol to prevent the growth but does not wish to add it if possible.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Medical device lot #: 1005426. Medical device expiration date: 2023-12-31. Device manufacture date: 2021-01-05. Medical device lot #: 0289728. Medical device expiration date: 2023-03-31. Device manufacture date: 2020-10-15. Date of event is unknown the date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.